Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). The dentist reported that he had to remove the dental implant during its installation surgery, because the connection got stuck into the implant. The patient presented bone type iii, 50 ncm of primary stability was achieved and immediate load was performed.